Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The initial test sample performed on the cobas® liat® system was found to be sars-cov-2, positive, influenza a/b negative. The same sample was then retested on a different cobas® liat® system and eplex platform which generated sars-cov-2 negative, influenza a/b negative results. The results were not reported to the patient and or medical personnel. To date, no harm is alleged. An investigation was conducted to evaluate the customer's allegation. No product problem was identified.

Manufacturer narrative:
The investigation performed on the customer provided data observed late CT values, an indication of weak positive samples near the limit of detection (lod) of the assay. Additionally, if the customer re-tested the samples by using another test platform, the differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. Low titer samples could also occur due to cross-contamination. The investigation did not identify a product problem related to the customer allegation. (B)(4).

Manufacturer narrative:
(B)(4).